Manufacturer narrative:
Analysis was performed on the returned device. The reported the plunger was attempted to be depressed but it was noticed that the plunger was loose a few centimeters out of the proglide device not confirmed as device was returned with the plunger removed from the device and then was re-inserted, deployed and retracted with no resistance observed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported difficulties and subsequent treatment appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 5f sheath after a lower limb angioplasty interventional procedure. Reportedly, the plunger was attempted to be depressed but it was noticed that the plunger was loose a few centimeters out of the proglide device. A second device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.